Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 2 months. The evaluation of the submitted system controller log file confirmed the reported pump stops; however, a percutaneous lead wire compromise could not be confirmed because the pump is still in use. The log file showed several low speed and pump stop events with elevated power, which appeared to occur while the patient was operating on the power module. An onsite percutaneous lead evaluation was performed and the pump stops were reproducible with upper body movement; the issue was suspected to be internal. The customer plans to leave the patient on an ungrounded cable, and there are no plans for a pump exchange. The patient remains ongoing on vad-9443 and no further events have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that pump stoppages occurred when moving the system controller. Audible and visual "motor stopped", "low flow" and "low speed" hazard alarms were received. While in the clinic at the time of the pump stoppages, the patient's system controller alarmed "controller fault/replace controller". The system controller was replaced and the patient remained asymptomatic. The manufacturer's technical services representative reviewed the submitted log file and observed multiple motor stopped, low speed advisory, and driveline disconnect alarms. It was reported that these issues only appeared to have occurred while the patient was connected to the power module. X-ray images submitted showed an area of concern just past the tapered edge of the distal end bend relief. On 11/07/2015, technical services arrived onsite for a percutaneous lead evaluation. It was reported that motor stopped events were reproducible with upper body movement. The customer requested the use of 3 ungrounded patient cables. A percutaneous lead repair was not attempted and the customer planned to leave the patient supported on an ungrounded cable. It was reported that there are no plans for a pump exchange.